Event description:
It was reported that the following event that occurred during a posterior lumbar fusion surgery. The threads at the distal tip of the long holding sleeve began to uncoil off the tip of the sleeve, making the holding sleeve non-functional. The surgeon used a competitors system instrumentation to complete the case. There were no reported fragments left in the patient and surgery was extended by approximately 15 minutes while the surgeon waited for the alternate instrumentation to come up from materials department. There was no reported harm to the patient following the procedure. This is report 2 of 2 for complaint #(B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The investigation could not be completed; no conclusion could be drawn as no product was received. A review of synthes device history records for lot # 6611824 was completed. A non conformance report was written against the lot for the major and minor thread diameters being out of tolerance. The lot was 100% inspected and reworked. The product conformed to all requirements. 81 parts were released to the warehouse on 7/29/2011 and 52 parts were released to the warehouse on 9/12011. (B)(4). Placeholder.